Manufacturer narrative:
Customer provided information on reprocessing at the facility: the mh-946 adapter is used for manual cleaning in the hospital. There are no scratches on the mounting part of mh-946. The hospital uses non-olympus automatic endoscopy reprocessors (aers). This device is not sold in the us but a similar device is. Upon inspection of the device, it was observed that the device nozzle had presence of white foreign material. The nozzle of the device has not been previously replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is an olympus loaner device returned by the customer after use. Upon inspection of the returned loaner, it was observed that there is presence of white foreign material in the device nozzle. There is no reported harm to any patient. Addendum jul 7 and 18, 2022: water supply status of the nozzle was checked during the pre-use inspection with no abnormality noted. The nozzle clogging was not observed during the procedure. The device was functional with the nozzle usable in the last procedure customer used the device in. Customer does not know when the white material in the nozzle came to be present.

Manufacturer narrative:
There was no patient involved in the reported event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material which was found in the nozzle. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was incorrectly reprocessed by the end-user. The observed white foreign material was not characterized. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "operation manual_ preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.